Event description:
Driver broke during use. Tip remains implanted in the screw in the pt.

Manufacturer narrative:
Device history record was reviewed. Device was made to specification. Breakage may be related to over-tightening of the device during use. Root cause of device breakage could not be confirmed. This is the final report submitted regarding this surgical event and medical device.